Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to diabetic ketoacidosis and a blood glucose level of 528 mg/dl. Customer was wearing the insulin pump at the time of this incident. During troubleshooting, the insulin pump did not show any malfunction. Per customer request, the insulin pump was replaced and returned for analysis.